Manufacturer narrative:
(B)(4) date sent: 3/23/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 596d87. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload not properly loaded in the device as if the device was removed and reinserted. The reload had the proximal 6 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position and slightly damaged on the bottom side of the reload shroud due to improper loading. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The cut line was complete and the staples meet the staple form release criteria, however, one missing staple was found along the staple line after fired. The event reported was confirmed and it is related to improper use of the device and an improper loading. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 596d87, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.